Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, it was reported by the patient that infusions set did not sticked tape not sticking within couple of hours. No further information was available.